Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device me5026 batch number, and no non-conformances related to the reported complaint condition were identified. A photo of the product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent arthroplasty on (B)(6) 2019 and suture was used. During the procedure, the device snapped from needle in the middle of suturing. The surgery was delayed by five minutes. A like device was used to complete the procedure from the other direction. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4).